Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: thrombosis. Device issue: no device malfunction has been reported. It was reported that the 2.5 x 18 mm promus stent was implanted in the first diagonal. The vessel was completely occluded initially. A prowater guide wire was used and predilatation with another co's balloon catheter was performed. A 2.5 x 18 promus stent was deployed in the ostium of the diagonal and was successfully post dilated with another co's 2.5 x 15 balloon. Results were good. In 2008, the pt returned to the ER with chest pain. An angio was done to confirm the thrombosis and the stent was completely thrombosed. It was decided to just leave it and not do anything, because it was a small vessel - and it was not feeding a large part of the heart. The pt did maintain that he was taking plavix. No add'l event or pt info is available. You are receiving this MDR from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation: product performance engineering reviewed the incident info. Angina and thrombosis, as listed in the promus instructions for use, are known risks associated with coronary stenting and are not necessarily an indication of a prod quality issue. There was no report of any device malfunction at the time of the stent implant and the procedure was completed successfully. In this case, it is likely that the angina is a secondary affect of the thrombosis. However, a conclusive root cause for the reported pt effects, and the relationship to the device, if any, cannot be determined.